Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a screw snapping was confirmed via evaluation of the returned heartmate 3 system controller (serial number (B)(6)). Visual inspection of the returned controller revealed the head of a backup battery cover screw broke off from its body. The screw body remained stuck in the screw hole and was unable to be removed. The system controller was otherwise in unremarkable physical condition, and it performed as intended throughout all steps of functional testing. Provided information indicated that one of the screws of the backup system controller was broken after inserting the backup battery in the new controller while closing the cap. It was noted that a lot of force was not used on the screws. The controller was to be replaced by a new one. The root cause for the reported event was unable to be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of damaged screws. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 IFU with heartmate touch and abbott heartmate 3 left ventricular assist system (lvas) patient handbook are currently available. Section 5 of the IFU provides instructions for installing the backup battery in the system controller. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that one of the screws of the backup system controller was broken after inserting the emergency backup battery (ebb) in the new controller while closing the cap. It was noted that a lot of force was not used on the screws. The controller was to be replaced by a new one.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.